Event description:
It was reported that during a mini gastric bypass bariatric procedure, there was an energy activation and sealing issue, as no seal was achieved, no evidence of energy delivery was observed, no re-grasp alert and end tones were heard. Initially, the seals were good but it took more than average time. Later on, the sealing was not happening. The handpiece was described as did not grasp and difficult or impossible to open, and it became stuck on tissue. The jaws were forced open to remove the device. It was used on normal or usual tissue bundle and intermittent cleaning for 4 to 5 times were performed. The knife blade did not work from the beginning but was not extended nor protruded beyond the edge of the jaws. Blade could not be pulled and if applied more force, it will cut 1 or 2 times but again no easy reverse. The device was plugged into a generator at the time of the event, and another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: forcetriad, forcetriad force triad energy platform (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mini gastric bypass bariatric procedure, there was an energy activation and sealing issue, as no seal was achieved, no evidence of energy delivery was observed, no re-grasp alert and end tones were heard. The handpiece was described as did not grasp and difficult or impossible to open, and it became stuck on tissue. The jaws were forced open to remove the device. It was used on normal or usual tissue bundle and intermittent cleaning for 4 to 5 times were performed. The knife blade did not work from the beginning but was not extended nor protruded beyond the edge of the jaws. The ligasure device was plugged into a vallylab forcetraid generator at the time of the event, and another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult/impossible to close, jaws was difficult to open. The knife blade did not advance and the device was not sealing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mini gastric bypass bariatric procedure, there was an energy activation and sealing issue, as no seal was achieved, no evidence of energy delivery was observed, no re-grasp alert and end tones were heard. Initially, the seals were good but it took more than average time. Later on, the sealing was not happening. The handpiece was described as did not grasp and difficult or impossible to open, and it became stuck on tissue. The jaws were forced open to remove the device. It was used on normal or usual tissue bundle and intermittent cleaning for 4 to 5 times were performed. The knife blade did not work from the beginning but was not extended nor protruded beyond the edge of the jaws. Blade could not be pulled and if applied more force, it will cut 1 or 2 times but again no easy reverse. The ligasure device was plugged into a vallylab forcetraid generator at the time of the event, and another ligasure device was used successfully with the same generator. There was no patient injury.